Event description:
A drill broke during use in a procedure. Removal of its debris extended the procedure by 30.

Manufacturer narrative:
Correction in b5.

Event description:
A drill broke during use in a procedure. Removal of its debris extended the procedure by 30 minutes.